Event description:
It was reported an occlusion alarm occurred, which led to visit to emergency room. Customer reported having ketones but does not recall blood glucose value, a healthcare provider did not consider ketone level dangerous or life threatening. The customer received intravenous fluids of saline and insulin, which resolved issue, and customer was released same day with no permanent damage.